Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information. However, the attempts have been unsuccessful. When a response and/or the device is received a supplemental report will be submitted.

Event description:
Medtronic received report that during an embolization procedure for an arteriovenous malformation (avm), the microcatheter broke when a competitor stent was being advance through the lumen. No patient injury reported.

Manufacturer narrative:
The microcatheter was returned for analysis. No broken or missing segments were observed with the micro catheter. The micro catheter was returned with the stylet within the catheter hub and lumen the microcatheter was noticed to have a wavy appearance at the distal tip and the tip was noticed to have been shaped. The stylet was found to be protruding from the punctured at the distal tip. The stylet was removed from within the microcatheter with resistance. Dried contrast/blood was found on the outer diameter (od) of the stylet and no damage was found. The entire coating length of the stylet was examined and found to be intact. The microcatheter was flushed and water exited from the punctured location and distal tip. No other anomalies were observed. Note, the reported guidewire (competitor device) that was used with the catheter has a distal outer diameter of 0.012¿ and a proximal outer diameter of 0.014¿; which is not compatible with our microcatheter. Based on the reported information and the device analysis, the customer¿s report was confirmed as the catheter was found punctured and damaged. It is possible that during navigation of the microcatheter within the ¿severe tortuous¿ anatomy, the microcatheter distal tip may have been in anatomical bend upon navigation of the stylet/guidewire, subsequently causing the punctured in the distal tip. It is also possible that the microcatheter tip may have been damaged during the ¿shaping¿ portion of the preparation, which may have contributed to the reported event. Per the microcatheter instructions for use (IFU): warning: verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damaged or unintended embolization. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter. The microcatheter is not compatible with non-hydrophobically coated guidewires greater than 0.010" in diameter. Never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. The lot history record showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.